Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that at catheter removal, because of malfunction was noticed that the catheter had a slid in it, at what is believed the subclavian area. It was noticed that the catheter did not function well anymore. Infusing went well, but blood draws were impossible. Chest xray showed a loop in the catheter at the sub clavian area. This loop wasn't there 9 months before (older chest xray). Tip of the catheter was at the carina, and that is why it was decided to replace the PICC.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and appears to be related to the use of the device. One 31.3 cm segment from a reported 4 fr sl powerpicc catheter was returned for investigation. The catheter extended from approximately the 3 cm depth marker up to the 35cm depth marker. The catheter was observed to be kinked and damaged at the 12 cm depth marker. Evidence of use was present throughout the catheter. Microscopic observation revealed a circumferential split. Both split edges propagated into a longitudinal split. The damage area was encased in biological residue. The split surfaces were rough and granular. The catheter surface on the opposite side of the split was observed to be wrinkled. The characteristics of the damaged catheter area are consistent with damage caused by repeated kinking of the catheter location which leads to material fatigue. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that at catheter removal, because of malfunction was noticed that the catheter had a slid in it, at what is believed the subclavian area. It was noticed that the catheter did not function well anymore. Infusing went well, but blood draws were impossible. Chest xray showed a loop in the catheter at the sub clavian area. This loop wasn't there 9 months before (older chest xray). Tip of the catheter was at the carina, and that is why it was decided to replace the PICC.